Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of "sensing and pacing at the same time". The device was received mechanically intact and passed its incoming testing. It was noted that the only way to simulate this scenario was to set the rate at 200 with no load on the output connectors and that this is not a practical situation.

Event description:
It was reported that the external pulse generator seemed to be pacing and sensing simultaneously. The device has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.